Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the ventilator generated a technical error code indicating a power failure. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, malformed clips came out of the device after three separate firings. The clips were in the shape of a pear. Another device was used to complete the procedure. No adverse consequences reported.